Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. The clutch was examined and found to be worn. Therefore, the clutch was replaced. Following repair, the device passed all function and delivery testing.